Event description:
During a follow-up call to the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012, regarding an unrelated issue, the following information was reported: in (B)(6) 2011, the patient began automated peritoneal dialysis (apd) therapy at night with one mid-day manual exchange during the day. In 2012, on several occasions (exact dates unknown), the patient's mini-caps fell off and the patient re-capped. In (B)(6) 2012, the patient had a new transfer set placed. The patient stored his transfer set in a belt and the transfer set was connected to a titanium adapter. In 2012 ("within the past couple of months") the patient's transfer set fell off and the patient re-attached the transfer set to the adapter. No complications or damage to the transfer set were noted prior to this incident. On an unknown date, the patient began having difficulty draining. On (B)(6) 2012, the patient reported having abdominal pain and went to the hospital. Upon admission, it was discovered that the patient had gained 20lbs due to difficulty draining and subsequently had been overfilling himself. While hospitalized, the patient had his pd effluent analyzed and was found to have peritonitis. While hospitalized, the patient's pd catheter was removed. Treatment for peritonitis was IV vancomycin and fortaz. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the events of peritonitis and weight gain had resolved. The pd nurse stated, the patient's physician has not yet decided if the patient will go back on pd therapy at this time. The nurse stated the patient had a history of non-compliance and never contacted her regarding any of the issues he had been having with connections and draining. The nurse stated the peritonitis may have been related to the transfer set or mini-caps falling off and the patient reconnecting, but she is unsure. She stated it is possible that the peritonitis was caused by user error, but again she is unsure. She stated the events of weight gain and peritonitis were unrelated to the baxter solutions. The nurse stated she can be contacted again if further information is needed.

Manufacturer narrative:
(B)(4). This report of use error - reuse of single-use product is confirmed because it was reported that the patient recapped. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. As the lot number was unknown, a batch review was not performed.

Manufacturer narrative:
(B)(4). This is report 2 of 4. This complaint is against the patient recapping/reusing mini-caps, but the mini-caps in use at the time of the incident was unknown. Samples were requested, but had been discarded. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.